Event description:
Patient called dialysis unit stating that he needed a transfer set change due to possible contamination and issues with his pd catheter. Patient line was unable to be detached from machine line after treatment was done. Patient line connector was coming apart and getting removed with the line from the machine. The transfer set tip is inserted into a patient line, but the threads are pulling away from the twist clamp when attempting disconnection. Patient was able to put a red clamp closest to his insertion site, line from machine was clamped, and patient twist clamp was also shut. Patient cut the machine line and came to dialysis unit for a transfer set change.